Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was 319 mg/dl. The customer was able to clear the alarm and they were able to complete rewind the insulin pump. Fill cannula was recorded in daily history. The troubleshooting was performed for pump error. The self test was performed for first time and the test was passes. The customer had performed a self test to make sure it was not a insulin pump issue and an error occurred. The customer was advised the insulin pump should be replaced and advised to revert to back up plan. The insulin pump will be returned for analysis.